Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event and the device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
The peripheral diamondback orbital atherectomy device (oad) became stuck on the guide wire during treatment in the anterior tibial artery. The oad and wire were removed together. The vessel was rewired and the procedure was completed via atherectomy with a second oad, and balloon angioplasty. There were no patient complications and the patient was in stable condition. The procedure was delayed by thirty minutes or greater due to this event.